Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer stated that insulin pump got low battery alert and the lost power. The insulin pump will not returned for analysis.